Event description:
Chiron vision received info from the user facility that led to an investigation regarding pt injury. A pt that underwent cataract surgery sustained a posterior capsular rupture, vitreous loss, and retained cortex. A vitrectomy procedure was performed. The retained cortex diminished the pt's visual activity for approx. Four months; however, as of 9/22/97 the user facility revealed the pt's visual acuity at 20/20.